Event description:
Reportedly, during a remote follow-up, several over-sensing episodes, low impedance and threshold increase of the atrial lead were observed. The device was re-preprogrammed in vvi mode with closer remote monitoring.

Event description:
Reportedly, during a remote follow-up, several over-sensing episodes, low impedance and threshold increase of the atrial lead were observed. The device was re-preprogrammed in vvi mode with closer remote monitoring.

Manufacturer narrative:
Investigation summary: review of manufacturing process showed that the subject atrial lead was released following all applicable procedures. Review of the provided files revealed since (B)(6) 2024, the absence of pacing and sensing signal on the atrial channel, as well as low impedance. Then, some recorded episodes were showing intermittent non-physiological signal and artefacts resulting from over-sensing on the atrial channel. Observations from the recorded episodes are suggestive of a lead integrity problem, potentially related to intermittent contact between the electrical lines or to an external insulation damage. The suspected damage of the atrial lead could be (but not necessarily is) the consequence of subclavian lead crush. However, since the lead remains implanted and hence not available for expertise, no conclusive statement on the root cause can be drawn.